Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded in late december 2021 and march 2022, to detect and cancel the test instead of releasing false positive results.

Event description:
Customer reported suspected false positive result on (B)(6) 2022 with cue covid-19 test cartridge pack, home & otc test (lot 20871i using reader sn (B)(4) (cartridge sn (B)(4))), followed by two (2) negative results with cue covid-19 test cartridge pack, home & otc on the same day. No other testing was performed. Customer reported no symptoms or known exposures and cartridges were stored appropriately.